Manufacturer narrative:
The investigation concluded that a lower than expected vitros chemistry products phenytoin (phyt) result was attained from a (B)(6) proficiency sample using vitros phyt slides in combination with a vitros 5600 integrated system. The assignable cause of this event is user error due to inappropriate interpretation of an analyzer condition code. An analyzer condition code occurred when the sample was initially run and no vitros phyt result was generated at that time. Following reception of the analyzer code, sample (B)(6) was retested with a 2x dilution per protocol, and a vitros phyt result of <3.0 ug/ml was obtained. The customer reported a vitros phyt result of <3.0 ug/ml for the proficiency sample. However, the vitros 5600 integrated system did not in fact generate a vitros phyt result of <3.0 ug/ml for the sample, but rather a ¿no result¿ was generated. It was inappropriate for the customer to report a value of <3.0 ug/ml for the proficiency sample. Based on historical quality control results a vitros phyt lot 2617-0167-1476 performance issue is not a likely contributor to the event. There is no other data suggesting that a vitros phyt reagent issue contributed to the event. Although within run precision testing was not performed, there is no indication that the vitros 5600 integrated system malfunctioned.

Event description:
A customer reported a lower than expected vitros phenytoin (phyt) result from a (B)(6) proficiency sample using vitros chemistry products phenytoin slides on a vitros 5600 integrated system. (B)(6) proficiency sample (B)(6) vitros phyt result of <3.0 ug/ml versus the expected result of 5.69 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros phyt result was obtained when processing cap fluids with no patient results being questioned. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).